Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation microwave catheter was tested prior to use for a procedure to treat benign prostatic hyperplasia (bph. The patient is over the age of sixty and weight is unknown. According to the complainant, while testing the balloon pre-operatively, water leaked from the clear balloon located two inches from the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Leak(s). The lot number is unknown; therefore, the manufacture date cannot be determined. A visual examination of the returned device noted no apparent damage or imperfections. Functionality testing found the compression balloon did not leak. A leak was found in the anchoring balloon.